Event description:
It was reported that during implant attempt, the guide wire can't go through the lead. The lead was not used. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4): distal conductor blood/fluid obstruction; full lead returned and analyzed. Evaluation summary: (B) (4) analysis of the returned lead found blood/body fluid in the distal conductor. Da was performed to determine stylet obstruction, which was found to be dried blood in the distal conductor.